Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings: the investigation was completed with the returned battery cap. The keypad cover was found to be intact. All keypad buttons were found to be responsive. The keypad cover was removed and no contamination was found under the contacts. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the audio bolus button cover was found to be torn; however. The bolus button was still responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.